Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (pod pcs), a non-penumbra microcatheter, a non-penumbra guiding sheath, and a guidewire. It should be noted that the patient's anatomy was tortuous and narrowed. During the procedure, the physician advanced a pod pc into the target vessel and reported that it would not take the intended shape. The physician made another attempt to form the pod pc in the vessel before retracting it out of the patient. Upon withdrawal, the physician encountered resistance and the pod pc prematurely detached in the microcatheter. Therefore, the pod pc and microcatheter were removed together from the patient. The procedure was completed using a non-penumbra coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The pull wire was inside the distal detachment tip (ddt), and the embolization coil was detached from its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. If the pod pc is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, and result in the embolization coil detaching from its pusher assembly. Further evaluation of the returned pod pc revealed a kink in the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.